Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on august 17, 2017 regarding the status of the ins. They stated they no longer had the device in their possession; it had been returned to the manufacturer in a return mailer kit. The location of the ins is unknown at this time. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jul-28. The rep stated that the explanted devices were returned but they have not seen the patient since the explant. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported the patient was initially considering placement of a new ins so their leads were preserved/left implanted. The patient did recover from the explant fully. It was unknown what the patient's weight was when the they first noticed the ins site was uncomfortable and hot. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional regarding the patient. It was reported that the patient's weight at the time of the event was "obese." No further complications were reported.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that there was an ins pocket issue. The rep stated that the ins felt uncomfortable and felt like it was getting hot. The rep stated the ins was removed, but the leads remain implanted. The rep guessed the event occurred about 6 months ago. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Lead codes were updated to 5001 - non-complaint based on information received from the doctor on (B)(6) 2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported the patient was initially considering placement of a new ins so their leads were preserved/left implanted. The patient did recover from the explant fully. It was unknown what the patient's weight was when the they first noticed the ins site was uncomfortable and hot. No further complications were reported.